Event description:
The customer reported to olympus, the video system suddenly turned off during a salpingoscopic salpingoplasty procedure. The procedure was completed with the same device, after the power of the main unit was turned on and off. There was no patient harm or impact.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received from the customer, stated the following: - the power switch was pushed in but didn't glow green. - this phenomenon has occurred twice including this issue. - other devices used in the facility have not experienced any power failures. - there is no occurrence of rental equipment. - when the problem occurred, the monitor became a black screen, but the signal display of the monitor was displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow-up, the legal manufacturer's final investigation and device evaluation. B5: updated with information received from the customer. The device was returned for evaluation but the customer's event could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.